Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (75% stenosis and resistance advancing the device). (Deformation problem). Conclusion results: inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (75% stenosis and resistance advancing the device).

Event description:
An endeavor resolute drug-eluting stent was been used to treat a lesion in the lcx. The lesion was 75% stenosed. The lesion was pre-dilated but high resistance was noted when advancing the device. The device was removed from the patient and on removal the stent was observed to be damaged. The device was inspected prior to use with no issue noted. The patient is reported to be good post procedure. Device analysis: the distal tip was flared. Multiple struts from the 1st, 5th and 6th distal stent segments were deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).